Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed error code 1063 (invalid test result, correlation coefficient too low) while running one patient sample on the axsym digoxin iii assay. The customer was instructed to centrifuge the sample on a speed of 8000 to 10,000 relative centrifugal force (rcf) for 10 minutes which solved the error code issue. There was no impact to the patient's management reported.